Event description:
Customer alleged rear wheel broke off while being transported in a cabulance vehicle. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9xdt, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, and weighs (B)(6) the consumer's preexisting medical condition is documented as polyneuropathy, morbid obesity, diabetes with peripheral circulatory disorders and am above the knee amputee. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown - the consumer has had the chair for 1 week. The dealer stated that the consumer and his wife were being transported in an ambulance van when the driver had to slam on the brakes and swerve, thus causing the wheelchair to buckle under the consumer. The consumer's wife stated that the unit was tied down at four points on the frame of the wheelchair in the van. However, the statement that was made from the driver of the van, it contradicted the consumer's statement. The driver of the van stated that the wheelchair was tied down by the front and rear wheels and that the consumer was wearing his seat strap. The consumer was in the wheel chair when they were being transported. The consumer and dealer confirmed that no one was injured. The 9xdt has a warning label on the chair, "no wheelchair has been approved for use as a seating surface within a motor vehicle. Page 23 of the owner's manuel warns, "wheelchair users should not be transported in vehicles of any kind while in wheelchairs. As of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare's position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems". The dealer talked to the consumers case manager and the case manager agreed that the unit can be repaired and returned to the consumer. The parts have been ordered and invacare requested that the parts come back for an inspection and evaluation. The dealer stated that the straps were tied down at the back corner by the casters on the frame. The driver went around a roundabout and the weight of the consumer in the chair allegedly caused the spokes to brake and the wheel to collapse underneath. The straps that tied down the unit kept the unit upright therefore the consumer did not fall or injure themselves.